Event description:
The patient was not feeling well a few days prior to (B)(6)-2015 due to a uti (urinary tract infection) that was unrelated to her infusion therapy, so she canceled her pump refill visit scheduled for (B)(6)-2015. The refill visit was rescheduled for (B)(6)-2015. The patient got up on friday (B)(6)-2015 and had pain all the way across her abdomen. They thought maybe the pump might be empty. They called the hcp (healthcare professional) and were told to wait until monday. They did not hear any pump alarms. On (B)(6)-2015, the pump ran out of medication and the patient was admitted to the hospital because of the withdrawal symptoms. The patient had nausea, shaking, sweating, and increased pain. The patient¿s withdrawal symptoms were treated with oral and IV (intravenous) pain meds. In the hospital on (B)(6)-2015 or (B)(6)-2015, they resolved the issue by ¿slowing down the pump so it didn¿t burn up anything faster than it had to because patient¿s pump was empty and the patient was in withdrawal. The alarms were played for the patient when the pump was checked and found to be empty and she was able to hear it and heard the alarm over the weekend. The patient was released from the hospital on (B)(6)-2015. That afternoon they went to the pain specialist and ¿they couldn¿t do the pump refill the way they wanted to do; which was fill up the catheter first with the pump so the patient didn¿t have to wait a period of time to get the medication¿. The patient went thru 4 days of withdrawal and then had to wait 24-36 hours for relief. The patient didn¿t know that when she canceled her refill appointment that she would be facing consequences of the pump going dry, withdrawal, etc.; the reporter thought the patient should have been told those things when she rescheduled the appointment. The patient¿s next low reservoir alarm date was (B)(6)-2015; her refill appointment was (B)(6)-2015. As of 12-may-2015, the patient was much, much better. The device system was delivering fentanyl and clonidine. As of 19-may-2015, the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8711, lot# n191393003, implanted: 2009-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).